Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was attempting to screw the plug to the connector, but it would not stay in place. A new plug was tried and had the same issue. The physician then tried the plug into a different connector on the device and it stayed in place. A new device was then attempted and the same issue with the plug. A competitor plug was then used with the device and there was no issue. No patient complications have been reported as a result of this event.